Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. When the patient attempted to the pod, the cannula did not insert properly¿the indicator square on top that should turn pink did not activate, and when the patient looked into the reservoir window, the cannula was positioned sideways rather than inserted into the patient¿s skin. As a result, the patient had to deactivate a brand-new pod that was full of insulin.  No treatment and no impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone15.3cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.